Event description:
It was reported that the patient presented to the emergency room with syncope on (B)(6)2023. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold. The physician explanted and replaced the rv lead on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented to the emergency room with syncope on (B)(6)2023. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold. The physician explanted and replaced the rv lead on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.